Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and was unable to activate the device anymore. Upon revision, a fluid loss was found; therefore, the aus was removed and replaced, and the cuff was downsized. No patient complications were reported.